Manufacturer narrative:
The customer¿s report of fluid leakage while administering an IV push using a texium-bonded syringe was neither confirmed nor replicated. The syringe was functioning effectively throughout testing. The mated component involved in this complaint was not provided by the customer. The root cause of fluid leakage while administering an IV push using a texium-bonded syringe was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a syringe containing doxorubicin leaked during patient administration. The rn was administering a slow IV push of doxorubicin 23 mls with a 30cc texium syringe through a PICC line when it "splattered" on her and her workstation. The rn had a straight, tight and accurate connection. There was no report of harm.